Event description:
The customer reported on (B)(6) 2014 at 11:43 am she activated a new pod and she stated that she was not sure if the cannula had gone in all the way. Her blood glucose and insulin history is as follows: time: 3:31 pm, bg (mg/dl): 332, bolus (u): 6.9; 5:46 pm, 377, 7.85. She removed the pod and noticed there was no cannula coming out of the pod. The pink slide insert was noted in the window. There was also insulin leaking at the site.

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.